Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the dirt/foreign material inside of the light guide (lg) lens could not be determined, however, it is likely that a gap was made in the lg-lens glue from physical stress, or the like, allowing dirt to enter. The event may be detected and or prevented by following the instructions for use which state: ¿preparation and inspection - inspection of the endoscope ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". "Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to an air/water leakage issue from the switch key tops. According to the initial reporter, this event took place during routine maintenance and had no patient involvement. During the device evaluation, it was discovered that the adhesive on the distal end was peeling and forming a gap. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The elevator channel plug was found deformed and causing a leak to occur. Additionally, as noted in "event," the adhesive at the distal end was found peeling and forming a gap. Foreign material was discovered in the light guide lens. The connecting tube was found damaged, and the cover was polluted. The adhesive was also found discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.